Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the broncho videoscope's image was intermittently disappearing during diagnostic bronchoscopy with biopsy. The procedure was completed using a backup olympus device. There was a delay of less than 30 minutes as a result of the event. There was no patient injury or medical intervention associated with this event.

Event description:
No additional info.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Corrected data: d8, d9, h3. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the issue was attributed to damage or deterioration of parts due to wear and tear, without any design or manufacturing issue. However, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.